Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture (B)(6) 2019 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was not confirmed, the device passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the 8100 pump module's door was not latching. There was no patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 08/02/2019 to the present date 10/08/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was not confirmed, the device passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the 8100 pump module's door was not latching. There was no patient involvement.